Event description:
On (B)(6) 2025, the user experienced prolonged hyperglycemia and began vomiting. The user was transported to the emergency room by a caregiver and treated with intravenous fluids and insulin. The user resumed ilet use the following day and discovered a shattered insulin cartridge inside the pump, with insulin leakage. The user cleaned the chamber but reported hearing abnormal sounds upon installing a new cartridge. A replacement pump was issued. The user was discharged the same day and later reported bg in range.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.